Manufacturer narrative:
Result of investigation: during the technical inspection of the returned product, the error description provided by the customer, " dark image ", could be confirmed. The shaft of the lens is bent proximally, causing one or more rod lenses to break and negatively affect imaging. No further damage/defects can be detected on the optics. The damage detected cannot be attributed to a production/manufacturing defect. Such damage can be caused by clinical use/clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information was received november 17, .2025: this scope belongs to the demo stock and was found defective during testing before dispatch by demo team. No patient involvement. Based on the new information the probability of this malfunction to cause or contribute to a death or serious injury is considered as negligible and therefore not reportable.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device in question produced a dark image. No negative impact in state of health reported.